Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date the incident occurred is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued due to a "replace sensor" error message while using the adc device. As a result due to delivery delay, customer was unable to obtain sensor readings and experienced a loss of consciousness. It is indicated the customer received glucose IV for treatment by a healthcare professional. Customer was taken to a hospital and was treated with intravenous glucose. No further information was provided. There was no report of death or permanent injury associated with this event.